Manufacturer narrative:
Investigation/conclusion: further investigation cannot be pursued because there is no lot and/or serial number and product was not returned.

Event description:
This complaint was identified during an internal assessment as part of asd CAPA-(B)(4)related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available info is limited and no additional info is able to be obtained. This event occurred in (B)(6). The customer reported alleged discrepant values, mostly <20%; however, one reported variance was an inratio inr result=3.2 and the laboratory inr result =1.8. There was no additional info provided. This MDR filing is due to the device being the same or similar as a device available in the united states.